Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 278 mg/dl. The customer experienced ketones, nausea and dizziness. The customer was unable to troubleshoot at the time of the call, and stated she would be calling back. Nothing further was reported.